Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation the field representative noted odd characters presenting for the patient name. A data download would not complete and an alert displayed on the programmer. Boston scientific technical services (ts) was contacted and verified that the correct software version on the programmer. Another attempt at interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted and end of life (eol) was displayed. Ts was able to connect to the s-ICD and saw several different system errors. Log file analysis observed that the device time was invalid most likely due to a power reset. Data from the programmer and device activity were reviewed for further analysis which revealed several examples of device memory corruption, including patient data, device counter data, device firmware log and battery measurement history along with multiple device resets. The unexpected characters observed as the patient name were determined to be consistent with possible memory corruption. The alert that displayed when attempting to download the device information and change settings was found to be a symptom of the invalid device date and time. The date and time within the s-ICD were observed to be corrupted. The corrupted date was causing the programmer to perform unusual calculations during telemetry operations, which prevented proper reprogramming of the device in its current state. Explant was recommended as ts and engineering were uncertain of devices ability to deliver therapy based on these symptoms. It was noted that prior to the interrogation the patient was asymptomatic and did not hear any tones from the s-ICD. The patient was admitted for monitoring and then released with a lifevest. The s-ICD was explanted seven days later for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, review of the device's memory confirmed signs of corruption. An x-ray was taken of the fusion connection which yielded inconclusive results. The device case was then removed to facilitate inspection of the internal components. Visual inspection identified a crack in the solder joint between the solder connection and the device fuse. This cracked solder joint resulted in disrupted power to the device and caused the device to restart. Upon restarting, it appears memory locations were corrupted which resulted in the reported clinical observations.

Event description:
----